Event description:
Customer reported blood glucose values of 40 mg/dl and 300 mg/dl and stated he treated for that. Customer stated he has been experiencing sensor reading discrepancies. Customer stated the insulin pump was alarming threshold suspend. Current blood glucose is 147 mg/dl; sensor reading is 54 mg/dl. Customer was advised to select suspend or restart basal and was explained that the threshold suspend threshold limit is set up at 60 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.